Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Problem code 2979 captures the reportable event of working channel sleeve protrusion. Visual assessment was performed after disinfection. One plastic optical fiber was protruding from the distal tip which could have been possibly contributed by operational factors, such as user handling, repeated articulation, and patient anatomy. As received, the working channel sleeve (wcs) also protruded. Maximum wcs protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the working channel sleeve braid remaining attached to the pebax, appear to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed, and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct and intrahepatic bile duct during a bile duct examination procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, it was found through fluoroscopy that the patient had slight stenosis in the distal bile duct. The spyscope ds was inserted and the site was observed. As they performed biopsy using a spybite, it was noticed that the working channel sleeve of the spyscope ds protruded from the tip. They removed the spyscope ds since they still had to perform biopsy on several other areas. There were no reported issues with the spybite. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct and intrahepatic bile duct during a bile duct examination procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was found through fluoroscopy that the patient had slight stenosis in the distal bile duct. The spyscope ds was inserted and the site was observed. As they performed biopsy using a spybite, it was noticed that the working channel sleeve of the spyscope ds protruded from the tip. They removed the spyscope ds since they still had to perform biopsy on several other areas. There were no reported issues with the spybite. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.